Event description:
Bil aug 6-7 yrs ago. 2003 telephone call from pt - ruptured left implant. The following month pt underwent left capsulectomy and implant removal. Implant was deflated. Pt augmented with mentor saline implant.